Event description:
It was reported that during a surgical revision for a tined lead, the primary investigator noted in his operative report that the ¿implantable neurostimulator (ins) was replaced with a new one due to fear that the contact (of the small blood clot in the insertion site of ins found during surgery) was corroded.¿ the battery was explanted and the subject received a new ins during the original surgical revision on (B)(6) 2013. The outcome was unknown at the time of report.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v926977, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead. (B)(4).